Event description:
The customer reported that he removed the device after about four hours because his blood glucose reached 408 mg/dl. When it was removed he saw that the needle had not deployed.

Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle mechanism to deploy was confirmed and found to have root cause damaged slide insert. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider."